Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited between 125 and 210 ohms impedance, and no capture at maximum output. The implantable cardioverter defibrillator was reprogrammed to vvi mode.